Manufacturer narrative:
(B)(6). (B)(4). Neither device nor images were available to manufacturer.

Event description:
It was reported that on an unknown date during the spinal fusion the mas driver broke. No fragment of the product remained in the patient. No patient complications were reported.